Event description:
Rptr had breast implants placed in 1978. She had calcium deposits. In the surgical area she had infection, hematoma, excess fluid and numbness. The implants were ruptured, she had bleeding through the envelope and one capsular contracture. She is reporting one month after explantation she c/o peripheral neuropathy, other neuropathy, brain lesions, anxiety &/or lack of concentration, short-term memory loss, stroke (MRI reveals a series of mini-strokes) heat or cold sensitivities of feet, substantial hair loss on legs, palpitations, connective tissue disease, atypical lupus, exercise-induced asthma after implants, chronic fatigue syndrome which is improving. Sinus problems and bunion problems after implants.